Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Consumer mailed in the survey to complain that while the fit was fine, but after only one night the hard plastic base came away from the soft tooth guard on both of them.